Event description:
A physician reported a pt who was treated into the glabella in mid november 1997. In mid november 1997 the pt developed ischemia in the implanted area and later bluish inflammable discoloration from the glabella to eyebrow; focus of 8cm of diameter from the glabella to the eyebrow. The physician prescribed cooling, antibiotic locally which was not effective. The symptoms were considered product related. On 29 june 1998, the physician reported that the necrosis had resolved but a residual pronounced scar remained. Dermabrasion was planned for september 1998.